Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of study from institut gustave roussy, france. The title of this report is ¿percutaneous stabilization of impending pathological fracture of the proximal femur¿ which is associated with the stryker ¿asnis iii cannulated screw¿ system. Within that publication, post-operative complications/ adverse events were reported, which published on 28 december 2011. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints was initiated retrospectively for adverse events mentioned in the report and the pubmed ID for the literature is 22203060. This product inquiry addresses hematoma which require red blood cell transfusion. 2 out of 2 cases. The report states: ¿we experienced two hematomas in two patients at the puncture site at 3 and 15 days, which required two red blood cells units transfusion each. In the second case, the transfusion was performed ambulatory. We did not experience any infection or thromboembolic complications during the follow-up.¿